Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (unable to communicate with monitor) has been confirmed. Upon investigation the electrode belt failed incoming functional testing. The cause for the failure was isolated to a defective esd700 diode array on the distribution node pca. The root cause for the defective diode array could not be positively identified. No adverse events occurred from the damaged electrode belt.

Event description:
A us distributor reported that an electrode belt was unable to communicate with a monitor.